Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the caregiver (cg) cycle the power till alarms cleared. The tsr advised the cg to start over with new supplies. The samples are unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿ as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.